Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/27/2015 with the following findings: the pump was observed to have a crack between the display lens and the case seal. The pump was noted to have visible moisture in the battery compartment and behind the display screen. A leak test was performed and the pump was found to be leaking from the crack in the pump case. The pump failed to power on during testing. The pump was opened and moisture damage was found throughout the insides of the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump battery compartment was noted to have moisture inside. The reporter confirmed that there was no known damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.